Manufacturer narrative:
No alarm after change noted however, an unexpected alarmed after battery change due to faulty connector on interface board. The insulin pump was received with an alarm in the history file. The device alarmed due to corrupted history file. The insulin pump passed idle current test, run current test, self-test, off no power test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump was received with minor scratched display window, cracked battery tube threads and partially broken off reservoir tube lip.

Manufacturer narrative:
Unit received with software alarm after battery change due to faulty board on pump received with software alarm in the history file. Software alarm due to corrupted history file. Pump passed idle current test, run current test, self test, off no power test, basic occlusion test, occlusion test, prime and compromised force system sensor test, excessive no delivery test, displacement test and rewind test. Pump received with minor scratched display window,cracked battery tube threads and partially broken off reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms including unexpected restart. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump had multiple alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.